Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary organ perforation, recurrence, bleeding, dyspareunia, vaginal scarring, vaginal discharge, emotional stress and anxiety. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation to treat uterine prolapse and cystocele with concurrent sparc urethral sling system. Due to mesh erosion and protrusion the patient underwent the following: in office trimming of mesh in (B)(6); in office trimming of mesh 2007.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. On (B)(6) 2005 the patient underwent a graft resection, graft pull and a vicryl was used to reapproximate vaginal area. It was reported that the patient underwent graft resections on (B)(6) 2006, (B)(6) 2006 resection with vicryl mesh and on (B)(6) 2007. It was reported that the patient underwent excision of extruded mesh on (B)(6) 2012. No additional information was provided.